Manufacturer narrative:
H6: investigation summary photos were received by bd for evaluation. A quality engineer was able to review the photos of emerald 10ml, lot# 157857, regarding item # 303082 with the reported issue of ¿black dust/foreign particle in side packing¿. Based on the photos received the investigation concluded that bd was able confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 0157857. The investigating team reviewed the DHR to check for any breakdown on machine that could cause dust particle during assembling of syringe parts, no such issue found in the documented history record. No samples and two photographs were received from the customer. Bd bawal also used retention samples to investigate the reported defect. The investigating team also reviewed the process of 100% inspecting verification that is performed after every preventive maintenance for segregating the defective products that can be generated post pm and no issue found. The defect is not confirmed. Based on the photos received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see h10

Event description:
It was reported that syringe 10ml ls 21x1 dn india bp had foreign matter. This occurred on 200 occasions. The following information was provided by the initial reporter: when the customer open the syringes for use he found black dust/foreign particle in side packing.

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ls 21x1 dn india bp had foreign matter. This occurred on 200 occasions. The following information was provided by the initial reporter: when the customer open the syringes for use he found black dust/foreign particle in side packing.